Event description:
During placement of intercostal block, teleflex mediastinoscopy needle broke off in patient's soft tissue. Broken needle was retrieved utilizing fluoroscopy. No harm to patient. Placing medwatch for company's awareness.